Event description:
Foam sleeve remained in left ear canal when hearing aid was removed by pt. Foam sleeve was subsequently removed from ear canal by ent dr. No injury or adverse sequela reported.

Manufacturer narrative:
Visual eval of the returned device determined that the foam adhesive bond on this unit was inadequate.